Event description:
On (B)(6) 2012 the patient contacted the animas corporation to report a keypad malfunction. The patient alleged that the up and down arrow buttons were only intermittently responsive. The patient claimed that this issue began several days prior to (B)(6) 2012. The patient claimed that the pump had not experienced trauma and has not been exposed to moisture. The patient stated that there were no visible cracks or tears in the keypad. The patient reportedly wore the pump on a belt and did not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad malfunction

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or tearing was observed. The ok, up and down arrow keypad buttons were responsive during testing. The contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.